Event description:
Complainant alleged that medics were treating a pt in cardiac arrest and the pt received "several" defibrillation shocks. The pt had an internal pacemaker and the device failed to pace. The pacer rate was set at 70 pulses per min and the pacer current set at 80-100 milliamps. The medic did not increase the pacing settings, or activate asynchronous pacing. Complainant indicated that the pt subsequently expired. Complainant indicated that the device was removed from svc, tested at the facility's biomed dept, and the device operated to spec.